Manufacturer narrative:
This would delay therapy and interfere with oxygen delivery. Complaint history reviewed. There are no similar complaints for 16-0503 in the previous 24 months. No similar complaints in previous 24 months for product group 84- o2 cannula westmed under "obstruction/occlusion" DHR reviewed. A total of 78 2-2 adaptors were scrapped for defect code "06-001" failed leakage test. No scrap record for defect code "06-006" failed obstruction test. Lot passed all inspections. Tm-110 and oi-009 reviewed. Step 4.2.4: "dip the small opening side of the adaptor pn 20107 through the rectangular inlet of the solvent dispenser until touching the bottom of the dispenser, remove solvent excess from inside of the adaptor by using a paper towel, then assemble immediately both biflo tubes into the small opening side of the 2-2 adaptor until the stop." Most likely root cause of defect is too much solvent was applied, or tubing was inserted past the stop. Sampling plans are in place to catch defects. Risk(pfmean-20001f): step 100: production verifies and follows assembly instructions - bad assembly - test failure - s=7 o=1 d=5. Rpn=35.

Event description:
The tube was closed where oxygen should flow.

Event description:
The tube was closed where oxygen should flow.

Manufacturer narrative:
This would delay therapy and interfere with oxygen delivery.